Manufacturer narrative:
Rwmic will follow up with the user facility and manufacturer to obtain additional and missing information. Rwmic considers this case open.

Event description:
On november 02 and 07 of 2018, the user facility reported the following to richard wolf medical instruments (rwmic): for about 1-1.5 years the facility has had a difficult time thoroughly cleaning the motor hand pieces (part number 8565.021); tissue is found within the device even after extensive cleaning. On november 10, 2018 the sales representative reported that had visited the facility on (B)(6) and (B)(6) 2018, to walk through the device cleaning process. After cleaning the device themselves, the sales representative observed that there was tissue left inside the hand piece. Motor hand piece (part number 8564.021/serial number (B)(4)) - this MDR. Motor hand piece (part number 8564.021/serial number (B)(4)) - MDR 1418479-2018-00045. Motor hand piece (part number 8564.021/serial number unknown) - event date (B)(6) 2018 - MDR 1418479-2018-00046. Motor hand piece (part number 8564.021/serial number unknown) - event date (B)(6) 2018 - MDR 1418479-2018-00047. All other unknown occurrences will be captured in MDR 1418479-2018-00048. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? No. Specifically, was the device being used on a patient when the issue occurred? No. Was there any injury or illness to patient or other personnel due to issue? N/a. Did the issue cause a delay in the procedure being performed that put the patient at risk? N/a. Was there a similar back-up device available for use? N/a. Was the scheduled procedure completed? N/a. How was the patient anesthetized? Not applicable. Rwmic received the device back on november 14, 2018 and the device was visually and functionally evaluated. There was no tissue found inside the device, but it is unknown how thoroughly the device was cleaned prior to being sent to rwmic for evaluation. The device was returned to the manufacturer (richard wolf (B)(4)) for further evaluation.

Manufacturer narrative:
Rwmic considers this case open. The user facility and manufacturer will be contacted for missing information, a follow up report will be submitted upon receipt of additional information.

Event description:
User facility returned the device to rwmic on (B)(6) 2018. Richard wolf medical instruments corporation (rwmic) completed their evaluation of the device and could not confirm the reported condition, tissue stuck in the hand piece. The device was sent to the manufacturer (richard wolf gmbh) investigation. The device was visually, functionally, and electrically evaluated by the manufacturer, the suction nozzle was found to be bent and torn off at the weld connection. The investigation for the reported condition is ongoing.